Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
The patient reported the personal diabetes manager (pdm) screen faded too quickly, potentially causing the patient to overcorrect. The patient's blood glucose levels decreased to 2.6 mmol/l (46.8 mg/dl) overnight and loss consciousness. The pod was worn on the patient's leg for between 24 and 36 hours. The patient was transported to the hospital by emergency medical services. The patient was treated with glucagon and dextrose intravenously. The patient was discharged after 8 hours.